Manufacturer narrative:
Date received by MFR: 18sep2019. Date of report: 20sep2019 failure analysis on the returned gas delivery system (gds) shows that this customer complaint was caused by an out of spec air flow sensor u1. Replacement of u1 on the air flow sensor corrected this failure.

Event description:
It was reported that the unit failed oxygen accuracy testing at 89%. It was reported that the unit failed oxygen accuracy testing at 89%.

Manufacturer narrative:
Date rec'd by MFR: 07aug2019. The biomedical engineer reported that he replaced the flow sensor and the unit passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed oxygen accuracy testing at 89%. It was reported that the unit failed oxygen accuracy testing at 89%.